Event description:
"During insertion, the dr. Perforated the svc with the dilator and the pt died. While inserting the dilator sheath, the dr. Was encountering a great amount of resistance, kept forcing the introducer through. When dr pulled the guidewire out, it was severely jammed and bent. Dr then proceeded to forcefully push the catheter through. A very large amount of blood was flowing from the insertion site." According to the sales rep, who was present during the procedure, the sales rep could tell there were problems, and tried throughout the entire procedure to get the dr. To stop & remove the catheter. Had to do a thoracotomy as a result. Pt expired.